Event description:
It as reported that during an angioplasty procedure, a 5x200x135 armada 35 peripheral balloon dilatation catheter was advanced without resistance to a moderately calcified lesion in the non-tortuous proximal superficial femoral artery. During the first inflation to 4 atmospheres, the balloon ruptured after 30 seconds. The armada 35 was withdrawn without resistance and another same size armada 35 was advanced without resistance to the same target lesion. During the first inflation to 5 atmospheres, the balloon ruptured after 30 seconds. The second armada 35 was withdrawn without resistance and the dilatation was considered completed. There were no patient effects and no clinically significant delay occurred. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: choice pt, inflation: merit medical. Evaluation summary: the device was returned for analysis. The balloon rupture was able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. The additional armada, referenced is being filed under a separate manufacturing report number.